Event description:
It was reported that an occlusion alarm occurred on an electromechanical pump during use with an access set, indicating a potential malfunction (fluid blockage) of the set. The reporter stated that there was no drip observed. This occurred during patient infusion of oxaliplatin. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Initial reporter facility name: (B)(4). The device was discarded; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.